Event description:
An attempt was made to deliver defibrillation therapy during a code. The pt coded following an operating room procedure for a bowel perforation. It was reported that the device reportedly failed to discharge. Another device was made available and used to treat the pt. The pt was not resuscitated. A clinical review of the reported event determined that device use may have contributed to the pt's outcome. The ECG waveforms indicate a shockable rhythm; however, provision was delayed greater than 30 seconds. The event log shows elapsed time of almost 20 minutes during which eight attempts were made to deliver a shock with annotations of "charge removed" each time, no delivering energy.

Manufacturer narrative:
(B) (4): physio-control evaluated the device. The reported failure was not duplicated. The likely cause of the reported problem has been determined to be due to turning the device power on very quickly (less than 2 seconds) after removing ac power. A fault code was logged by the device during the reported event. This error code is also indicative of turning the device power on very quickly (less than 2 seconds) after removing ac power. The following device operating instruction info was reviewed with the customer. The service indicator on the device may illuminate if you turn on the defibrillator and disconnect the ac or dc power adapter from the defibrillator or power source at the same time. Wait at least 2 seconds between disconnecting the power adapter and turning on the defibrillator regardless of the order of the actions. If the service indicator comes on, continue to use the defibrillator if needed. The service condition may be cleared by turning the defibrillator off, and then back on. The power supply pcb assembly was replaced due to the occurrence of the error code. Proper operation was confirmed during functional and performance testing. The device was returned to the customer. The newer power supply pcb assembly includes a software change to help assure the reported problem does not occur if the device power is turned on less than 2 seconds after removing ac power.